Event description:
It was reported that the patient's device was pacing at a fixed rate of 65 ppm in the dual chamber mode (doo) when being checked via transtelephonic monitoring (ttm). It was also reported that the rate changed to doo 85 ppm while the magnet was applied. Assistance was requested in understanding the cause for this mode of pacing. The device is still implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.